Event description:
Reporter indicated that vns patients had been set to factory settings during interrogation. Review of the programming history did not identify any patients that had settings changed to factory parameters. However, it was identified that one patient had an interrupted systems diagnostics test and was left at 1ma of current. This was not corrected until (B) (6) 2007, approximately two weeks later. The flashcard and handheld computer were previously returned prior to the programming anomaly allegations. Both the flashcard and computer performed per specs.